Event description:
The customer reported that there was a stator not on error message and the system would not expose x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced, filament and generator calibrations were performed and the collimator centering was realigned. The system was tested and found to be working as intended and put back into service.